Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the reservoir was leaking insulin at the luer connector. Customer stated that she had problems with two more reservoirs, one had a break at the transfer guard and the other she was unable to remove the plunger. No further details provided at time of call.